Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels for a few days; however, specific dates and bg levels were not provided. Reportedly, customer required intervention from paramedics for low bg levels due to not eating. Customer was treated with intravenous glucose and consumed food to stabilize bg levels. Also, the customer's health care provider adjusted target bg levels.